Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
(B)(4). During dissection it was noted by the surgeon that there was a broken connector currently implanted in the patient's lumbar spine. The connector was broken prior to the surgery. The broken connector was explanted, removed from the field and given to sales rep for further assessment.